Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported. A philips engineer visited site and replaced the host pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed the system was not starting. Upon inspection, fse found issue with host pc. The philips engineer replaced host pc. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.